Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was about thirty (30) minutes of surgical delay. Patient outcome is reported as fine.

Event description:
It was reported that on jan 14, 2024 when malleting in the nail in this patient's femur, the hammer guide broke in the insertion handle leaving with a broken portion of the aiming arm. The surgery was a success, but definitely delayed and derailed. The procedure was successfully completed. There was generation of fragments which were removed by additional intervention. This report is for one (1)unk - guides/sleeves/aiming: aiming arm this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1: patent identifier: (B)(6). D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown guide/sleeve/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.